Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high capture threshold was noted. During ICD replacement for normal eri, the pace/sense portion of the lead was capped and replaced. The defib portion remains active. The patients condition was stable after the explant.